Manufacturer narrative:
(B)(4). Baxter rec'd and evaluated the device. The device was found out of specification in relation to the reported symptom which was reproduced. System error 322 was confirmed and caused by loose upper latch switch bracket nylon screws. This would allow the switch to move causing the reported symptom. The failed upper auxiliary assembly was replaced. System error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded state and the lower link switch does not activate.

Event description:
It was reported that a spectrum pump displayed system error 322. It was also reported there was no patient involvement.